Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a critical pump error alarm. It was reported that there was an open book icon on display screen. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with critical pump errors open book image and pump error 35 was present in trace file due to corrosion on force sensor also received with corrosion on all electronic assemblies and moisture damage on the motor assembly. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. The insulin pump had scratched casing, minor scratches on the lcd window, scratches on the display window cover, pillowing keypad overlay, damaged keypad overlay texture, stained serial number label and peeling endcap address label.